Manufacturer narrative:
Alleged failure: light remained dark during the case making it difficult to see. [Update - a replacement was used to complete the procedure.]. The failure identified in the investigation is consistent with the complaint record. The probable root cause can be attributed to a settings issue. The laparoscopy default brightness settings when the ccu was returned was set to one bar which is the lowest settings; making the image displayed on screen noticeably darker. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was dark image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was dark image.